Event description:
List of surgical instruments as requested that can not be completely cleaned/sterilized/decomed in central sterile.zimmer companycannulated straight driver 00-4307-074-00globus medicalretractable trocar 676.506retractable trocar 676.508screwdriver 682.202awl retractor 682.113racheting reducer 682.399remoblilizers 624.701screwdriver 624.411smith & nephew4.0 quick chuck adapter 71117082hexdriver 3.5mm 71173487hexdriver 71751140hexdriver large frag 3.5 mm 71173481